Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, black particles were found in the blower. The patient got sinus infection and was placed on an antibiotic. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, black particles were found in the blower. The patient got sinus infection and was placed on an antibiotic. There was no report of serious patient harm or injury. There was patient harm associated with this event and section are updated in this report. Report source is updated on this report as it was not reported previously. Premarket identification is corrected on this report.